Event description:
On (B)(6) 2014, baxter (B)(4) was informed of an event that occurred at (B)(6). The event involved the baxter em2400 exactamix compounder, using abacus® software. The exactamix compounder is an automated pumping system that compounds multiple sterile ingredients into a finished solution, and is designed for the preparation of total parenteral nutrition (tpn) solutions. The customer had a cysteine shortage and wanted assistance deleting the item from their template. After completing the template change, tech support ran a test order which pulled up the correct curves; the customer noted a decrease from 2mmol/100ml phosphate down to 0.5mmol/100ml phosphate. Customer has been using this for a long time in this manner. No patient harm or precipitation was reported. The customer stated the amount of cysteine in the instrinsic value is insignificant. The template was corrected with the customer over the phone and no patient injury was reported. After review of the case by the baxter (B)(4) medical affairs manager, we are filing this report because the orders that used premasol 10% as the amino acid ingredient could have had calcium and phosphate amounts that were more likely to precipitate. If the event were to reoccur, it is possible for precipitation (particulate) to form in an intravenous solution and if administered to a patient could lead to an adverse event requiring medical intervention and possible death.

Manufacturer narrative:
Baxter technical support personnel assisted the customer in updating their template in abacus. The amino acid product, premasol 10%, does not contain cysteine, however in this customer's database, the premasol 10% formulary ingredient contained cysteine. The baxter medical affairs manager noted that this cysteine value is not in the default formulary database used during the abacus installation. The customer would have had to modify the premasol 10% ingredient in order for it to contain the cysteine intrinsic value. Method: computer software performance tests conducted. Results: computer/human interface problem. Conclusion: user interface contributed to event.